Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient experienced pain at the incision site right femoral vein. It was found that the patient had a femoral vein dissection that required a stent. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.